Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32x + 3.5 on (B)(6) 2014. The patient was revised on (B)(6) 2014 due to dislocation of her hip.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).